Event description:
During a coronary drug eluting stenting treatment procedure balloon deflation difficulties were encountered. A taxus express2 3.0 x 20 mm drug eluting stent was placed in the (unk) target vessel. "While inflating, the balloon catheter didn't deflate." The balloon and guidewire were then withdrawn. Further (unk) medical intervention was required. The procedure was then completed with another of the same device.